Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-02863. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instruments fractured while trialing during a knee arthroplasty. The fractured portion was removed from the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp lot 63806597 showed signs of repeated use (nicks, gouges) and was also fractured. All pieces were returned. The device had a potential field life of 8 months and an unknown frequency of use. Visual inspection of the returned tasp 63842132 exhibited signs of repeated use ( nicked or gouged ) and anterior section of the post feature had fractured off, not all pieces returned. The part had a potential field life of 7 months and an unknown frequency of use. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.